Event description:
Boston scientific (bsc) crm received info that this atrial lead had dislodged. Therefore, a revision procedure was performed and the lead was replaced. No adverse pt effects were noted.